Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately two shocks due to noise and oversensing. Sense b noise is being suspected. X-rays were performed which were inconclusive. Troubleshooting was performed and the system was reprogrammed into the alternate vector. A potential system replacement was discussed. At this time, this system remains in service. No further adverse patient effects were reported.